Event description:
Per the clinic, the patient experienced recurrent strange background noise since (B)(6) 2021. Hardware exchange, troubleshooting and reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2025, and the patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report attached.